Manufacturer narrative:
Document review performed on 23 april 2018. Lot 1310380: (B)(4) items manufactured and released on 07 may 2013. No anomalies found related to the issue. To date, no similar event on the same lot has been registered visual inspection performed on 12 april 2018 by r&d product manager: during the analysis it is evaluated that the terminal is screwed and blocked on the cup. In particular we have used the screwdriver 01.15.10.0293 to unscrew the terminal to the cup. Analyzing both the terminal and the cup we evaluated the following issues: -the balinit-c coating of the terminal is scratched on the tip part and some debris are present on the cup body: this could cause the block of the terminal in the cup -the threaded part of the terminal is deformed on the tip area; it seems that the surgeon has not screwed correctly the terminal on the cup before impaction and this caused the deformation: this could cause the block of the terminal in the cup.

Event description:
During the cup impaction the amis terminal for metal back remained stuck in the cup. The surgeon completed the surgery successfully using a back-up instrument and implant. Ten minutes of delay in the surgery due to this event.